Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit was confirmed with the returned mobile power unit (serial # (B)(6)) and submitted photos. Visual inspection of the received part revealed the locking tab of the connector had a fracture and a piece was missing. The submitted reference photo captured the fracture underneath the handle and the damaged locking tab. A root cause that attributed to the damage sustained to the mpu could not be determined during the evaluation. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) shipping information was unable to be located. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a mobile power unit had a cracked handle on right side, a broken power connector at printed circuit board, and 4 rubber feet replaced by original ones.